Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was observed to be loose in the pump usb port as the customer experienced difficulty charging the pump battery. Blood glucose was not impacted. During a follow-up call, the customer reported that using a different usb cable resolved the issue.